Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd posiflush¿ sp saline syringe had difficult plunger movement. The following information was provided by the initial reporter: "10 cc flush stopped working midway use of the bolus flush".

Event description:
It was reported bd posiflush¿ sp saline syringe had difficult plunger movement. The following information was provided by the initial reporter: "10 cc flush stopped working midway use of the bolus flush"

Manufacturer narrative:
H6: investigation summary device history record review was completed by our quality engineer team for provided material number 306547 and lot number 1256993. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.